Event description:
It was reported that a remote alert was received, indicating that an impedance measurement from this right ventricular (rv) lead was out-of-range. The patient was seen in-clinic, where a rv lead conductor fracture was suspected. Additionally, the patient also noted recent left pectoral muscle stimulation near the device location. The physician elected to surgically revise the rv lead, but during the procedure, the rv lead helix was unable to be retracted due to the suspected fracture near the terminal pin. During the removal attempt, damage was likely induced to the lead body. The rv lead was successfully explanted, and a new lead was implanted. To rule out potential header damage, the physician also elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. No additional adverse patient effects were reported. Both the rv lead and the ICD are expected to be returned for analysis.

Event description:
It was reported that a remote alert was received, indicating that an impedance measurement from this right ventricular (rv) lead was out-of-range. The patient was seen in-clinic, where a rv lead conductor fracture was suspected. Additionally, the patient also noted recent left pectoral muscle stimulation near the device location. The physician elected to surgically revise the rv lead, but during the procedure, the rv lead helix was unable to be retracted due to the suspected fracture near the terminal pin. During the removal attempt, damage was likely induced to the lead body. The rv lead was successfully explanted, and a new lead was implanted. To rule out potential header damage, the physician also elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. No additional adverse patient effects were reported. Both the rv lead and the ICD have been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that this lead was returned in three segments, and the helix was partially retracted and deformed. Although there was evidence of standard explant damage, the coils were stretched and deformed on the returned segments. The suture sleeve was subsequently removed for further analysis. Insulation abrasion, likely from compression and movement, was noted at the proximal end of the insulation. This abrasion appears consistent with likely lead-on-can interaction, coupled with movement and compression. Further analysis of the trilumen insulation near the terminal end revealed a sharp curve and webbing damage, pointing again towards repeated stress and compression. A fractured distal high voltage conductor was confirmed, approximately 27 millimeters (mm) from the terminal end, which was located near the observed insulation damage. However, the specific type of fracture was unable to be conclusively determined, since it was obscured by mechanical damage/wear to the area. Three additional fractures were observed at approximately 300 and 350 mm from the lead tip. It was determined that these fractures were consistent with tensile stress. The reported clinical observation of an impedance issue was likely the result of the lead damage observed by the laboratory.